Manufacturer narrative:
H6: investigation results: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal brief, approximately in (B)(6) 2015, patient underwent right knee replacement surgery where he was implanted with an optetrak device. On (B)(6) 2023, patient is scheduled to undergo right knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: a2, b2, b5, d10, g, g2, h6-medical device problem code, investigation codes. Corrected information fields: b3, d6a, e1, h6-clinical codes and component code. D10: (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t. - three peg patella.

Event description:
It was reported via legal documentation approximately 93 months after a right total knee arthroplasty the patient underwent a right knee revision procedure to address prosthesis wear, pain, passive range of motion, limited mobility, an antalgic gait and recurrent effusions. A revision post operative report was provided. Post operative diagnosis noted right total knee arthroplasty failure, secondary to recalled implant. Intraoperative findings noted moderate intraarticular synovitis, well fixed femoral and tibial components, the polyethylene liner with evidence of oxidation, pitting and delamination, particularly, along the ps post and the patellar button with edge loading and wear. Intraoperatively, it was noted the surgeon observed osteophytes, moderate effusion, moderate hypertrophic synovial tissue. The surgeon observed evidence of wear on the liner upon removal, noting pitting and delamination. The femoral component debonded from the cement mantle and was easily removed and the patella component was noted as significantly undersized with a significant portion of the patella was uncovered by the implant and easily removed. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.